Event description:
It is reported by the patient that he underwent total left hip replacement in 2007. Post-op, the patient reports that the stem bent and later fractured. The patient was revised in 2008.

Manufacturer narrative:
Eval summary: this type of failure may be caused due to fatigue. Also, the load bearing capacity of the femoral stem may get compromised during surgery by notching, striking the prosthesis, insufficient proximal support to the stem, improper placement, etc. Cause cannot be definitively determined. H6- device history records indicate device manufactured to specification. Scanning electron microscopy analysis was conducted on the proximal part of fracture. Beach marks observed on the fracture surface indicate that fracture occurred by fatigue. Energy dispersive spectroscopy analysis of the stem material showed co, cr, and mo peaks and small indications of si and fe typical of zimaloy.